Event description:
Baxter (B)(4) received a report that an infusor leaked on the reservoir and inside the housing after filling. The device was filled with a solution of ropivacaine, droperidol, and morphine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test noted a leak within the housing, specifically at the weld area of the volume indicator port. The root cause was determined to be a manufacturing defect: an improper sitting of the duck bill valve allowed the solution to go through the gap observed between the volume indicator and the port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria was met to release the lot. There were no nonconformities, failures, rework, or deviations related to the lot. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.